Event description:
Pain during sex, painful and very heavy periods. Sharp pains on right side inner hip area, sharp pains in vaginal area inside, loss of hair, fatigue, skin rashes, constant discharge, cramping and bloating 24-7.